Event description:
The customer stated that they generated erroneous low patient results for na (sodium) with anion gap issue on their au5800-20 chemistry analyzer. Anion gap is a calculated test made of individual electrolyte results measured by bci systems therefore individual results will be evaluated in the investigation. There was no indication of patient treatment impacted. Customer stated that they generated erroneous low patient results for na (sodium) with anion gap issue. Customer repeated patient samples on another instrument and obtained results considered correct by customer. Customer did not provide patient results although requested. A beckman coulter field service engineer (fse) was dispatched to assess system performance.

Manufacturer narrative:
Full patient identifier is (B)(4). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess system performance. During service visit, field service engineer (fse) evaluated instrument. Fse confirmed customer¿s issue. Fse observed grounding issue with rust spots and chipped paint in ise tub. Fse removed ise tub and cleaned all contact paints. Fse removed loose paint chips and replaced all electrodes (which includes cl, na, k, reference electrode a&t), reference block and mixing bar. Fse performed decontamination of ise module. Fse performed selectively check, ise calibration, qc and all passed. Customer ran pool of 5 samples to compare na result and results match exactly to other ise cell. In conclusion, the cause of the event is a hardware malfunction.